Event description:
The pt underwent a laparoscopic salpingectomy for undesired fertility. A diagnostic hysteroscopy was performed which was notable for a normal cavity. Novasure device was deployed and set to a cavity length of 5cm, width of 2.8 cm and power of 77 watts. The cavity assessment was performed. An ablation time of 100 seconds was noted. A repeat diagnostic hysteroscopy revealed a uterine perforation at the fundus. A laparoscopic eval revealed thermal damage through the uterus, as well the rectum and left pelvic side wall. A left ureteral stent was placed. On postoperative day #1 she underwent an ex-lap and partial colectomy due to thermal damage of the rectum that was visualized on sigmoidoscopy. The stent will remain in place for 28 days. The pt underwent a laparoscopic bilateral salpingectomy with the harmonic scalpel prior to the novasure endometrial ablation. There were no other medical devices used. Diagnosis or reason for use: endometrial ablation for heavy menstrual bleeding.